Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation state the returned device was kinked at the distal edge of the outer sheath (proximal end of constrained stent). The device was buckled at multiple locations along the catheter. The device was kinked at the strain relief. Approximately 12mm of the distal end of the stent was uncovered. The coupler bond was difficult to remove from the outer sheath. The coupler bond appeared normal once removed. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The following was reported to gore: patient presented for treatment of an aneurysm in the left leg. During the procedure, a gore® tigris® vascular stent was placed at the intended treatment site and deployment was initiated. However, the stent did not fully deploy. The partially expanded stent was withdrawn from the patient with no issues. The procedure was completed with good outcome using a new gore® tigris® vascular stent and an ev3 everflex biliary stent (sx-100).